Event description:
Per independent repair center statement, the unit was displaying a red indicator light. The key failure was the 4-way valve being stuck. Additional malfunction was the power switch, part of the control panel, being defective. The unit had no audible alarm.